Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was identified the foreign material was the tip of the channel cleaning brush. However, the root cause of the foreign material remaining in the device could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited presence of foreign matter in forceps channel. There was no patient involvement.